Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
(B)(4). The consumer presses on the joystick to go forward, the chair will go backwards.